Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7078258/7084998. Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, serial: na, batch: 29280658.

Event description:
It was reported that the patient developed an infection at both ipg and lead sites. Symptoms of redness, swelling, tenderness and fever were noted. The patient was placed on antibiotics. The physician believed that the infection was device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted devices were not returned as they were kept by the medical facility.